Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple patient and medication data were not crossing over as expected. The customer stated that this malfunction caused a delay while dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patient and medication data were not crossing over as expected. The customer stated that this malfunction caused a delay while dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name and initial reporter last name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patient and medication were not crossing. A technical support specialist (tss) dialed into the application server and found authentication errors while logging into both the pharmacy enterprise system (pes) and health sight viewer (hsv). Server communication appeared normal, but the issue was traced to a server certificate problem. The tss attempted reinstalling and binding the certificate using guidance from knowledge article: "patients and order not crossing to med es server", but login issues persisted. The customer confirmed log in but reported ongoing issues with patient and medication data not syncing, requesting on-site support. Further attempts to access the server failed, and a follow-up email was sent to the hsv team. Eventually, customer confirmed the issue was resolved. The system functioned as intended after customer resolved the issue.